Event description:
It was reported that the patient experienced activation issues with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which scar tissue was noted to be restricting the pump. After the restricting scar tissue was removed, no ipp components were explanted as the patient was able to get the device to cycle. No additional information was reported.

Event description:
It was reported that the patient experienced a dull intermittent penile pain and dysuria with an inflatable penile prosthesis (ipp). The patient was also unable to fully inflate the prosthesis and had activation issues. A month later, a surgical procedure was performed in which scar tissue was noted to be restricting the pump. After the restricting scar tissue was removed, no ipp components were explanted as the patient was able to get the device to cycle. No additional information was reported.

Manufacturer narrative:
Additional information added to fields: b5: describe event or problem and h6: evaluation conclusion codes.

Manufacturer narrative:
The inflatable penile prosthesis (ipp) has not been returned; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Due to the lack of product return, the clinical observations of scarring, pain and dysuria could not be confirmed; however, these patient symptoms are known risks associated with ipp procedures and are noted as such in the device instructions for use.

Event description:
It was reported that the patient experienced a dull intermittent penile pain and dysuria with an inflatable penile prosthesis (ipp). The patient was also unable to fully inflate the prosthesis and had activation issues. A month later, a surgical procedure was performed in which scar tissue was noted to be restricting the pump. After the restricting scar tissue was removed, no ipp components were explanted as the patient was able to get the device to cycle.